Event description:
It was reported that the system 9600emi would intermittently initialize with an error message "iris pot too large". When the system initializes with the error the system is not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The iris pot was replaced and the system completely aligned including all aspects of collimator ,camera, and filament. The system was tested and found to be working as intended and placed back into service.